Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no battery out limit alarms were noted. The insulin pump buttons all responded properly. However, slight moisture damage was found at the keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window, a cracked case at the display and reservoir windows, and a broken reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.